Event description:
Baxter china reports a transfer sets with an effluent leak, due to the clamp not occluding the flow of fluid. Noted during use. The transfer set had been used for 15 days. No pt injury or medical intervention reported.